Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that after replacing the lead, it was noted the suture at the suture sleeve had cut through the lead. The will not be returned for analysis.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an attempted implant, low sensing and low impedance was observed on the right ventricular lead. It was replaced with a new rv lead. There were no patient consequences.